Manufacturer narrative:
The reported issue had been previously investigated and resulted in a recall of lvp pump module manufactured between the time period april 2011 to june of 2017. These bezels were manufactured with the plastic material called (B)(4). No product was required to be received. No further investigation of this issue is deemed necessary by customer advocacy (cad); the file was opened to document the issue that was reported. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There's no report of patient involvement.

Event description:
The customer reported that they reviewed 36 total devices and found 21 of the devices had cracked bezels with a manufacturing year of 2013. Eight additional devices were reviewed with a manufacturing year other than 2013, and all eight of them passed review with no visible damage. There's no report of patient involvement.